Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump was received with cracked case at display window corners, display window, broken belt clip slot, missing end cap sticker and minor scratched display window.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2016. The customer's blood glucose was 18 mg/dl at the time of incident. The customer stated they passed out with the low blood glucose. The customer's blood glucose was 323 mg/dl at the time of call. The customer's blood glucose was 600 mg/dl at the time of hospitalization. The customer stated that they were given sugar water to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the logo was falling off the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.